Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to verify but unable to duplicate the reported issue. Stryker archived the device and the customer received a replacement device. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device turn itself on, this indicate that the keypad may be inoperative. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device turn itself on, this indicate that the keypad may be inoperative. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.